Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, false eri/eos alerts were observed. The eri alert date was pre-device implant date and false eos alert was due to cautery interference during lead revision procedure. Upon interrogation, the battery voltage was noted to be normal. A firmware download was performed to clear the false alerts. The device will be continued to be monitored.